Event description:
The following was reported to hamilton medical ag: "high pitch beeping, hamilton stopped working while on patient, wouldn't change from start up screen". Logs not available as unit will not power on. No health impact or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: "high pitch beeping, hamilton stopped working while on patient, wouldn't change from start up screen". Logs not available as unit will not power on. No health impact or consequences reported.